Event description:
A trilogy ev300 ventilator reported to have failed pretesting during troubleshooting. The unit failed flow verification testing indicating the low-flow tubing is kinked and no additional oxygen can be provided. There was no patient involvement, and no injury or harm reported. A philips field service engineer (fse) went onsite to troubleshoot pretesting failures. The unit was found to be failing leak tests. Upon further testing and inspection, a component of the system printed circuit board assembly (pcba) was found to be defective at a hose/tubing attachment point. The system pcba was replaced per the device service manual to address this issue. The fse ran entire product validation testing since the unit previously failed multiple tests. After repair, the unit passed all testing and was returned to service.